Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.